Event description:
According to the information, there was infection and erosion.

Manufacturer narrative:
Based on the information received, qa concludes device function was not associated with this event. In addition, all devices sold and labeled as sterile by this corporation are released according to manufacturing and quality assurance procedures. Therefore, qa concludes the implanted device was sterile prior to opening of the package and the infection initiated from a source other than this device. However, as evaluation of the device would not conclusively confirm or disprove the report of infection and erosion in-vivo, qa accepts the physician's observations as the cause for surgical intervention.